Event description:
It was reported that customer dropped the insulin pump in the water, and the device alarmed button error. The blood glucose reading was 9.1mmol/l. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The device was unable to prime during the prime test due to loose but recessed drive support disk. The device was received with cracked battery tube threads and scratched display window. No moisture traces were found at the electronic or motor assemblies.